Event description:
ICD change out and laser lead extraction. Pt was riding his motorcycle to his regular check up at primary care physician when he had a sudden ICD discharge and he was able to keep control of bike. Ten minutes later, a second ICD discharge. He made it to the (B)(6), when ICD device was interrogated, it revealed he was shocked with ICD lead fracture.